Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive and ups batteries were evaluated and replaced. The system software and calibrations were also reloaded and multiple system pcb assembly connections were reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system locked up. No patient serious injury or death was reported related to this event.